Manufacturer narrative:
The complaint sample was received at integer for evaluation and the reported event was confirmed. The device and a cup simulant were assembled and disassembled per instructions for use (IFU) that were sent with this device. The cup simulant was used to simulate an implant. After assembly, the strike plate was struck with a mallet several times. The locking mechanism loosened after a few strikes. The cup was retightened two (2) more times and each time, after a few strikes, the locking mechanism loosened. Upon closer examination, it was observed that the teeth of the ratchet were worn, as reported, which would cause the ratchet to loosen during impaction. Additionally, the weld adjoining the ratchet housing and offset cup impactor (oci) body had partially fractured. There were nicks and gouges observed on the ratchet housing as well. The fractured weld may also be contributing to the locking mechanism loosening during impaction, however that is unknown. Other observations: the weld adjoining the metal handle and oci body was fractured all around; there were heavy signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample, including on the impaction plate; the returned complaint sample was etched per applicable drawings. No discrepancies were discovered during production record review. In summary, the reported event is confirmed as the locking mechanism was observed to loosen during impaction. The teeth on the ratchet were observed to be worn as reported. Additionally, there were weld fractures observed where the ratchet housing meets the oci body as well as where the metal handle meets the oci body. The wear observed throughout the complaint sample, specifically on the teeth, suggest this complaint sample had exceeded its expected useful life. No further investigation required. Integer was made aware of this event 24-apr-2018, however, the weld fracture was not observed until the investigation was performed on 19-jul-2018. Upon the observation, the MDR decision tree was updated accordingly and the decision to submit a medwatch 3500a was determined. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure on a patient that the teeth of the offset cup impactor are worn and stripped. The impactor won't stay tight against the cup. Every time it is impacted, it becomes loose. No adverse events nor patient consequence were reported as a result of this malfunction.